Manufacturer narrative:
Continuation of d10: 6935m62 lead implant date: unknown ; 429888 lead implant date: unknown ; 5076-52 lead implant date: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the generator change out procedure the existing is4 lead could not advance all the way into the header¿s is4 port of the new cardiac resynchronization therapy defibrillator (crt-d). The crt-d was not used and a different device was implanted instead. No patient complications have been reported as a result of this event.